Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hyperglycemia. Blood glucose values was 400 mg/dl. Troubleshooting was performed. It was unknown about auto mode feature active or not at time of event. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will not be returned for analysis.